Manufacturer narrative:
Correction: "product problem" in b1 also need to be checked.

Event description:
It was reported that the right atrial (ra) lead exhibited noise oversensing that caused pacing inhibition. The ra lead was capped and replaced on (B)(6) 2025. The patient was stable throughout.